Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2010. (B)(4).